Event description:
It was reported that during 6 month follow up of the patient, the physician was very disappointed with the proximal end of the subject stent. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.